Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support via femoral artery access. The pump was placed however after just over 10 hours, the pump was explanted due to concerns of limb ischemia. The foot was cold. Upon explant of the pump the team found no flow beyond the iliac artery. Vascular surgery was consulted. It is unknown if surgery was required at this time.